Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
Customer reported that their acuity screen had frozen. Welch allyn tech support walked him through troubleshooting, eventually resulting in a hard boot of the cpu. The cpu rebooted successfully and acuity started monitoring pts again as expected. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.